Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported via phone that the patient¿s liberty cycler experienced fluid was discovered during an unknown phase and cycle of dialysis. The patient reported condensation inside the cassette door. Drain complication encountered message in drain cycles. A loud noise was coming from the cycler. Pdrn was advised to have the patient call in for troubleshooting for the leak and an unknown noise coming from the cycler. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported via phone that the patient¿s liberty cycler experienced fluid was discovered during an unknown phase and cycle of dialysis. The patient reported condensation inside the cassette door. Drain complication encountered message in drain cycles. A loud noise was coming from the cycler. Pdrn was advised to have the patient call in for troubleshooting for the leak and an unknown noise coming from the cycler. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b5.

Event description:
A peritoneal dialysis (pd) registered nurse (rn) reported via phone that the patient¿s liberty cycler experienced a fluid leak which was discovered during an unknown phase and cycle of dialysis. The patient reported condensation inside the cassette door. Drain complication encountered message in drain cycles. A loud noise was coming from the cycler. Pdrn was advised to have the patient call in for troubleshooting for the leak and an unknown noise coming from the cycler. The issue occurred during treatment. There was patient involvement, but no harm, or adverse event associated with the event. Additional information was requested but was not received to date.